Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. On april 16, 2018, there was a design change implemented to the printed circuit board. Countermeasure products have been shipped after june 14, 2018. The subject device was manufactured before the design change. Based on the results of the investigation, the cause of the event of no image was due to design. The cause of the customer reported event of error e931 for white balance failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. The unit was inspected and the repair center was unable to duplicate the complaint for e931 error, white balance failed. However, as stated in b5 no image with the 180 series scope was noted due to faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center is displaying an e931 error. The event occurred during preparation for use. During a standard service inspection of the customer returned device, printed-circuit board failure was noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.